Manufacturer narrative:
As no lot no. Was provided it was not possible to review the product history sheet (mr004) to confirm if the product was mfg within specification. Reported defect: deflation of right breast implant. Bilateral exchange with mcghan devices. Background: original surgery was performed by dr on an unk date using unk hutchison saline-filled implants. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan style 68hp 425cc devices. Condition upon receipt: product was received in a peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified a patch - shell tear approx 16mm in length which is located between the 1 and 3 o'clock positions (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing could not be completed due to the size and position of the tear. Microscopic examination (10x) of the tear confirmed it follows the edge of the barrier patch, although the exact cause could not be determined. As no lot no. Was provided, it was not possible to perform a review of the product history sheet (mr004) to confirm if the product was mfg within specifications. Conclusion: a conclusion can not be drawn.